Event description:
Report from attorney states: "complaint alleges plaintiff has sustained injuries because of the presence of the medtronic leads & generators." No further info is available on this pt or event pending litigation.